Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing with defib using pads and spo2 stress testing with no discrepances found. The device was recertified and returned to the customer. Review of the device log revealed one step complete electrodes were used at the time of the event and confirmed the device performed as designed when it did not display heart rate and pulse rate. The device will read the heart rate from ECG as a first priority instead of the heart rate from the spo2 sensor. In this particular case the electrodes appear to still be in the packaging which would be a shorted condition by design preconnected to the device. The one step complete electrodes are built with a shorting wire that would allow the electrodes to perform a self-test without having to remove the pads from the multifunction cable. The device log showed no evidence of device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient in her 40's, the device displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.